Manufacturer narrative:
The reagent lot number is 72242601 and the expiration date is 31-aug-2024. Calibration was last performed on (B)(6) 2023. The customer's qc recovery showed multiple data flags indicating values below the measuring range for level 1 and level 2 on the day of the event. The alarm trace did not contain a conspicuous event. It was found that the customer centrifuges patient samples for 2 minutes at 4500 rpm or for 10 minutes at 3200 rpm, where the first of which may be too short and too fast. The field service engineer (fse) found a probe that was misadjusted and readjusted it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys probnp ii immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial probnp result was <36 pg/ml with flag. The customer was prompted to repeat the sample as it was accompanied by a data flag. The repeat result was 15970 pg/ml. The repeat result was deemed correct.